Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge change errors during the load process. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to load an alternate cartridge successfully. The customer reported that the pump would continue to be used for insulin therapy.